Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "flexible silicone sheath on metal obturator came over tip causing the obturator to become stuck in trach during removal". Medical intervention required due to defective device removed immediately and routine trach change changed into an emergent one. Patent airway established with new trach. No adverse patient effects were reported by the customer. The problem occurred twice. It was unknown if the same product was used both times.

Manufacturer narrative:
Investigation summary: one device was returned for evaluation. Visual inspection under normal plant lighting did not reveal a defect with the returned device. It was stated that a standard flextend was involved in the instance, but a custom device was returned. Obturators with silicone sleeves are provided with standard flextend products. Obturators that are provided with custom trachs do not contain silicone sleeves. It seems that the healthcare provider was interchanging obturators for standard product with custom devices. No manufacturing defect was identified with the returned items. The defect is the result of the care giver not using the correct obturator for device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.